Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03011, 2134265-2016-03012, 2134265-2016-03013. It was reported that a dissection and heart attack occurred. The target lesion was located in the left anterior descending (lad) artery. The physician first inserted a 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system followed by a 2.75 x 8 synergy ii everolimus-eluting platinum chromium coronary stent system, a 2.25 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system and a 2.50 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system, overlapping. A dissection and heart attack occurred while the patient was on the operating table.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that coronary angiography revealed a moderately severe lesion located in the mid left anterior descending (lad) artery. The physician then performed a fractional flow reserve of the lad itself and this dropped to 0.80 post adenosine infusion. A 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was deployed at 10 atmospheres in the target lesion. Following deployment, an edge dissection was noted. Subsequent stenting was performed using a 2.75 x 8 synergy ii everolimus-eluting platinum chromium coronary stent system in the mid-distal left anterior descending (lad) artery; however angiography demonstrated an extensive spiral dissection into the apex of the lad. At that point, the patient was having significant discomfort and the decision was made to stent the entire lad into the apex. The patient did well with this. A left ventriculogram done at the time of the procedure demonstrated a hyperdynamic ventricle with what appeared to be an apical form of hypertrophic obstructive cardiomyopathy. A post procedure echocardiogram was done that demonstrated mild to moderate concentric left ventricular hypertrophy with no clear evidence of an apical variant. The left ventricular systolic function was preserved. There is no clear significant outflow tract obstruction at that time, but possibly mild at worst.